Event description:
In 1990 both implants were placed with co double-lumen implants 260/300 cc. In 1993, she was diagnosed with fibromyalgia & started on daypro. Her worse symptoms had been fatigue & headaches. The pt also has neurological symptoms such as memory loss, numbness, tingling in both hands & feet. As a result of class IV capsular contracture with pain & systemic symptoms that may be a result of a silicone associated illness, it is medically necessary to remove both implants.